Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported pericardial effusion and tamponade appear to be related to patient conditions. The reported cardiac arrest and subsequent death appear to be due to patient conditions in conjunction with procedural conditions. Death, pericardial effusion, cardiac tamponade, and cardiac arrest are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention, hospitalization, and surgical intervention were results of case specific circumstances as pericardiocentesis was performed, the patient remained hospitalized, and emergency surgery was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed and prior to inserting the mitraclip devices, a pericardial effusion (pe) and tamponade was observed. After the procedure, signs of cardiac tamponade were observed, and pericardiocentesis was performed. The patient was then transferred to the intensive care unit for monitoring. However, vital signs became unstable, and cardiogenic shock progressed, resulting in the need for emergency surgery. Despite postoperative observation for one to two days, the patient did not recover consciousness and ultimately passed away on (B)(6) 2025. There were no issues with the mitraclip, and it functioned properly. The patient¿s family did not raise any objections or concerns.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed and prior to inserting the mitraclip devices, a pericardial effusion (pe) and tamponade was observed. After the procedure, signs of cardiac tamponade were observed, and pericardiocentesis was performed. The patient was then transferred to the intensive care unit for monitoring. However, vital signs became unstable, and cardiogenic shock progressed, resulting in the need for emergency surgery. Despite postoperative observation for one to two days, the patient did not recover consciousness and ultimately passed away on (B)(6) 2025. There were no issues with the mitraclip, and it functioned properly. The patient¿s family did not raise any objections or concerns.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.